Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter leak was confirmed. The product returned for evaluation was 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 20cm and 21cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the patient had the powerpicc solo catheter placed from the right arm under ultrasound on (B)(6), 2021. 39 cm of the catheter was inserted internally. On (B)(6), 2021, fluids leaked from the insertion site. The catheter was pulled out and found it ruptured near the 20 cm scale.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees1463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had the powerpicc solo catheter placed from the right arm under ultrasound on (B)(6) 2021. 39 cm of the catheter was inserted internally. On (B)(6) 2021, fluids leaked from the insertion site. The catheter was pulled out and found it ruptured near the 20 cm scale.